Manufacturer narrative:
Concomitant medical products: 419688 lead implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) on stored non-sustained ventricular tachycardia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.